Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: during investigation, evidence of moisture was found in the battery compartment. The pump was unresponsive with the returned battery cap and test battery cap. The battery cap fully tightened to the pump and measured within specifications. The battery compartment was cracked in the thread area and below the grip pad with a leak. The pump case was removed to find evidence of additional moisture contamination on the internal components. The pump was unresponsive due to moisture contamination.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged there was moisture in the battery compartment with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.